Manufacturer narrative:
Citation: areces s, et al. Cost comparison between transcatheter aortic valve implantation and surgical valve replacement using individual data in a spanish public hospital. Cirugía cardiovascular. 2021 nov-dec; 28(6): 317-324. Doi: 10.1016 / j.circv.2021.07.006. Available online 27 october 2021. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a cost comparison between transcatheter aortic valve implantation (tavi) and surgical aortic valve replacement (savr). All data was retrospectively collected from a single center between january 2019 and february 2020. A total of 238 patients were included in the study population. Of these, 141 underwent tavi (predominantly female, median age 84 years) and 97 underwent savr (predominantly male, median age 75 years). In the tavi group, 106 patients were treated with a medtronic evolut r valve system. In the savr group, an unspecified number of patients were implanted with a medtronic ats mechanical valve. No unique device identifier numbers were provided. Among all 238 patients, 8 in-hospital deaths occurred. Non-medtronic devices were also used in the study. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Evolut r transcatheter valves may have been associated with the following adverse events: cerebrovascular accident/stroke (ischemic, hemorrhagic, or disabling); bleeding (life-threatening, disabling, or major); need for red blood cell transfusion; atrioventricular block; left bundle branch block; new onset atrial fibrillation; need for permanent pacemaker implantation; need for a second valve; and need for hospital admission during follow-up. Ats mechanical valves may have been associated with the following adverse events: myocardial infarction; cerebrovascular accident/stroke (ischemic or disabling); bleeding (life-threatening, disabling, or major); need for red blood cell transfusion; atrioventricular block; left bundle branch block; new onset atrial fibrillation; need for permanent pacemaker implantation; repeat surgery for sternal dehiscence or mediastinitis; and need for hospital admission during follow-up. No additional adverse patient effects or product performance issues were reported.